Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported mechanical jam was confirmed (to be due to the observed knotted lock line) during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported mechanical jam (inability to remove the lock line) was due to the reported knotted lock line; however, a definitive cause for the knot in the lock line could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Internal file number - (B)(4). Correction: PMA/510k- on MDR follow-up #1, the PMA/510k date was incorrectly entered as 06/20/2018. The correct PMA/510k date on MDR follow-up #1 should have been 06/20/2019.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip ntr was advanced and grasping was achieved. However, after the first final arm angle (faa) and gripper line testing, difficulty was met removing the lock line after approximately 15cm and the lock line could not be removed. The clip was opened and inverted, then retracted to the left atrium where the clip was closed and removed. A new device was used to complete the procedure, successfully reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.